Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 330mg/dl. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy.